Manufacturer narrative:
Correction -- adverse event type was updated from ¿adverse event <(>&<)> product problem¿ to ¿product problem.¿

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator . (B)(4). Analysis of the desktop charger (dtc) [(B)(4)] found there was broken connector pin on the cable assembly.

Event description:
The consumer reported that there was an implantable neurostimulator recharger (insr) issue and there was a loose connector pin on the desktop charger (dtc). The patient stated he was not ¿feeling good¿ since he could not recharge. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code - no longer applies to this event.